Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had no power and the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 5/01/2017 with the following findings: a review of the pump black box data showed unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment was cracked. The pump was exercised for 24 hours and no power interruptions were duplicated during this time therefore the initial ¿power¿ complaint was not duplicated during investigation. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit. Unrelated to the initial complaint, the display screen was observed to be dim and discolored.